Event description:
It was reported that the customer was hospitalized twice over the weekend due to high blood glucose levels, which were 450 mg/dl and 350 mg/dl the second time. A review of the alarm history showed a numerous "no delivery alarms". Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.